Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) via a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient wasn¿t feeling well and also had low blood pressure. The patient was hospitalized for hypotension. No further complications were reported or anticipated. Indications for use are gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative. It was reported that the issue of the patient not feeling well and hypotension had been resolved. The etiology of the event was noted as not related to the device or therapy and not related to the leads or external devices. No further complications were reported or anticipated.